Event description:
Physician reported left side deflation. Device has been explanted. Healthcare professional reported "creases", "hole in valve" observed during surgery.

Manufacturer narrative:
Additional, changed, and/or corrected data:

Event description:
Physician reported left side deflation. Device has been explanted. Healthcare professional reported "creases", "hole in valve" observed during surgery.

Event description:
Physician reported left side deflation. Device has been explanted. Healthcare professional reported "creases", "hole in valve" observed during surgery.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.